Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02382. The pt received an scs system, including four percutaneous leads (from two separate lots), on (B)(6) 2010, for the treatment of migraines. It was reported the pt's stimulation is no longer effective. Reprogramming of the scs system was able to provide some add'l relief, however, the pt is still experiencing pain. The pt is working closely with her physician to determine the next course of action. No add'l details are available.